Manufacturer narrative:
Device pending repair.

Event description:
Device will not operate on ac power. No patient involvement. Device is pending replacment of the power supply.

Event description:
The power supply was replaced and returned; factory analysis revealed a capacitor failure that resulted in the reported power issue.